Manufacturer narrative:
No adverse impact to patient management was reported.

Event description:
The customer stated that a positive architect stat troponin-I result of 0.054 ng/ml was generated for a patient (sample ID (B)(6). The customer's protocol requires that results over 0.028 ng/ml (assay cutoff) are to be repeated. The sample retested at less than 0.010 ng/ml twice. The initial result was not reported out of the laboratory. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. A review of the customer's instrument logs was conducted. This review did not identify conclusive information to indicate an instrument or specific sample integrity issue occurred. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Based on the available information, no product deficiency was identified.